Event description:
During procedure, the physician experienced severe friction as he was attempting to advance the fifth coil through the microcatheter. The coil became jammed and the microcatheter body fractured and separated. The physician was able to safely remove the entire microcatheter and the procedure was completed with the use of another similar microcatheter. The patient is reportedly doing well.

Manufacturer narrative:
A review of the device history record (DHR) confirmed that the subject device met all material, assembly and performance specifications. Visual inspection found the catheter was broken 45cm from the proximal end and there was a kink present 78cm from the proximal end. During functional test, severe resistance was experienced when inserting a mandrel into the proximal section of the catheter due to the presence of hardened blood within the catheter shaft. Also, the mandrel was inserted in the distal end of the catheter and blood exited the catheter. The presence of a significant amount of blood within the catheter shaft is indicative of insufficient flush being maintained. The direction for use (dfu) states that in order to maintain lubricity of the hydrophilic surface, continuous flow of appropriate flush solution be maintained. The lack of continuous flush leads to retrograde blood flow, which would result in the coil becoming jammed in the catheter. It is most probable that the insufficient flush was the cause of the resistance encountered during the procedure. Advancing the coil against friction can result in catheter damage. The dfu also indicates to never advance or withdraw an intraluminal device against resistance. In severe cases, tip separation of the catheter may occur. Therefore, a root cause of use/user error will be assigned to this investigation.

Event description:
During procedure, the physician experienced severe friction as he was attempting to advance the fifth coil through the microcatheter. The coil became jammed and the microcatheter body fractured and separated. The physician was able to safely remove the entire microcatheter, and the procedure was completed with the use of another similar microcatheter. The patient is reportedly doing well.